Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck. The farawave guidewire port was flushed and catheter flush port hooked up to heparinized saline on pressurized bag. An amplatz 0.032" 180cm wire was inserted through the faradrive sheath up into the lspv. The farawave catheter was backloaded onto the amplatz wire and the deflection mechanism was tested outside the body. The farawave was then undeployed, splines held together so the splines would fill with the heparinized saline flush and inserted into the proximal part of the faradrive sheath. The faradrive sheath was then aspirated and flushed to prevent air bubbles in the system. The physician was unable to advance the farawave catheter further along the wire. The wire felt like it was getting stuck in the guidewire lumen part way down the catheter body. The faradrive was positioned securely in the left atrium and the wire and farawave catheter was removed. The wire was removed from the distal part of the catheter. When attempting to flush the guidewire port, resistance was met and only a trickle of flush exited the distal end of the catheter. Insertion of the wire was attempted from the proximal end (handle) of the catheter and again it would not advance through the farawave catheter. A new farawave catheter was obtained. The guidewire port was flushed and flush port hooked up for flush. The amplatz wire was inserted into the proximal end of the new farawave catheter and advanced without issue. The catheter's deflection mechanism was tested, and this catheter was used to complete the procedure. No patient complications reported. The device is expected to be returned. After further discussion with the physicians, the wire was likely stuck at the level of the handle and not within the body of the catheter. The catheter could not be backloaded onto the wire and the wire could not be advanced through the proximal guidewire lumen of the catheter.

Manufacturer narrative:
Upon device return and inspection, no abnormalities was found. An attempt to insert the guidewire was made and it was unsuccessful since resistance was felt inside the guidewire lumen; therefore, the deployment of the catheter was not possible. The catheter was dissected for further inspection. It was noted that the guidewire lumen was kinked outside the inner hypotube. The unintended use error caused or contributed to event cause code due to the observed broken guidewire lumen. It's likely that the damage in this location potentially occurred when the catheter was deployed/undeployed without a guidewire inserted.

Event description:
It was reported that a farawave 31 mm during procedure to treat an atrial fibrillation (a fib) presented a guidewire stuck. The farawave guidewire port was flushed and catheter flush port hooked up to heparinized saline on pressurized bag. An amplatz 0.032" 180cm wire was inserted through the faradrive sheath up into the lspv. The farawave catheter was backloaded onto the amplatz wire and the deflection mechanism was tested outside the body. The farawave was then undeployed, splines held together so the splines would fill with the heparinized saline flush and inserted into the proximal part of the faradrive sheath. The faradrive sheath was then aspirated and flushed to prevent air bubbles in the system. The physician was unable to advance the farawave catheter further along the wire. The wire felt like it was getting stuck in the guidewire lumen part way down the catheter body. The faradrive was positioned securely in the left atrium and the wire and farawave catheter was removed. The wire was removed from the distal part of the catheter. When attempting to flush the guidewire port, resistance was met and only a trickle of flush exited the distal end of the catheter. Insertion of the wire was attempted from the proximal end (handle) of the catheter and again it would not advance through the farawave catheter. A new farawave catheter was obtained. The guidewire port was flushed and flush port hooked up for flush. The amplatz wire was inserted into the proximal end of the new farawave catheter and advanced without issue. The catheter's deflection mechanism was tested, and this catheter was used to complete the procedure. No patient complications reported. The device is expected to be returned. After further discussion with the physicians, the wire was likely stuck at the level of the handle and not within the body of the catheter. The catheter could not be backloaded onto the wire and the wire could not be advanced through the proximal guidewire lumen of the catheter.